Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"), 3 months 25 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, psychological trauma and complication of device removal outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, complication of device removal, device dislocation, pelvic pain and psychological trauma to be related to essure. The reporter commented: type of additional surgeries tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Reporters information, patient demographics, essure removal date updated. Events: abdominal pain, psych injury, migration ,complications of device removal were added. Lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device on her right side') and device expulsion ('migration / migration of essure device location of device: uterus') in a 39-year-old female patient who had essure (batch no. D19661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 25 days after insertion of essure. On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, depression, complication of device removal, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in removal date of essure: (B)(6) 2017. She still have the right coil inside that is causing her issues. Left side coil was removed but right side coil is still within the uterus. Right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records: fallopian tube perforation. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received: lot number was added. Events: abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migration of essure device location of device: uterus, fallopian tube perforation were added. Event onset date, reporters, lab test date, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated essure device on her right side') and device expulsion ('migration / migration of essure device location of device: uterus') in a 39-year-old female patient who had essure (batch no. D19661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain ("physical pain/pelvic pain"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("anxiety and mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 25 days after insertion of essure. On (B)(6) 2017, the patient experienced complication of device removal ("complications during removal surgery"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, depression, complication of device removal, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, complication of device removal, depression, device expulsion, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in removal date of essure: (B)(6) 2017. She still have the right coil inside that is causing her issues. Left side coil was removed but right side coil is still within the uterus. Right: 2 coils left: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Imaging procedure - on (B)(6) 2017: bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via medical records: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.